Event description:
It was reported that during the pulse ablation procedure (pfa) a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear had poor air tightness. No patient complications have been reported. It was further reported the procedure was indicated for atrial fibrillation. When a farawave catheter was inserted into the faradrive steerable sheath clear, the guidewire protruded a little from the tip of the farawave catheter. The farawave catheter was inside the sheath prior to and/or at the time air was observed. Air was observed in the flushing line during the procedure. No air in the patient or leak was observed. A pressure bag was used for irrigation. The procedure was successfully completed.

Manufacturer narrative:
Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Manufacturer narrative:
B5: describe event or problem - updated. D9: device avail for evaluation, returned to manufacture date - updated.

Event description:
It was reported that during the pulse ablation procedure (pfa) a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear had poor air tightness. No patient complications have been reported. The product is expected to be returned for analysis. It was further reported the procedure was indicated for atrial fibrillation. When a farawave catheter was inserted into the faradrive steerable sheath clear, the guidewire protruded a little from the tip of the farawave catheter. The farawave catheter was inside the sheath prior to and/or at the time air was observed. Air was observed in the flushing line during the procedure. No air in the patient or leak was observed. A pressure bag was used for irrigation. The procedure was successfully completed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse ablation procedure (pfa) a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear had poor air tightness. No patient complications have been reported. The product is expected to be returned for analysis.